Manufacturer narrative:
The employee was not wearing gloves when disposing of the waste material. The cell dyn 1800 system operator's manual, section 8, hazard information and precautions, pages 8-3 and 8-4 provides general biohazard information and warning. The manual states "wear gloves, lab coats, and safety glasses, and follow other biosafety practices as specified in the osha blood borne pathogen rule or other equivalent biosafety procedures." Wearing gloves, lab coats and safety glasses are basic personal protective equipment. One must adhere to these warning guidelines to prevent personal injury and exposure to biohazard materials, such as waste materials from the analyzer. The issue of accidental hand exposure to waste product was resolved by instruction and training of the importance of wearing appropriate personal protective equipment. This is the final report.

Event description:
In 2007, the account reported that a cell dyn 1800 operator was disposing the waste material without wearing gloves. The waste accidentally splashed on the employees hands. The employee was not wearing gloves and subsequently had a burning sensation on the skin. The employee thoroughly washed her hands with soap and water. The employee's hands were red and burned. The customer technical advocate (cta) faxed the msds data to the account for the cd1800 reagents. Upon seeking medical treatment, the physician prescribed fluocinonide cream, usp 0.05% to be applied to her hands 3 times per day. Upon follow-up, the account stated that the employee had returned to work and her hands are in much improved condition.